Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause was not determined no general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4).

Event description:
A customer complained about what was described as a discrepant negative a(abo1) antigen typing results for a patient sample in conjunction with their ortho workstation. Complainant: (B)(6) - medical technologist. Complaint reporter: (B)(6) - ortho laboratory specialist. Date of events: (B)(6) 2021. Reported on: (B)(6) 2021 by (B)(6) to (B)(6) to the ortho care helpdesk. Reagents: ortho mts a/b/d monoclonal & reverse grouping card lot 042621037-13 expiry date 25 february 2022. Ortho mts a/b/d monoclonal & reverse grouping card lot 040921053-03 expiry date 07 march 2022. Software version: not applicable. Patient information: male; (B)(6); no previous history at facility. The customer reported that, on (B)(6) 2021, they had tested a patient sample for abo typing using ortho mts a/b/d monoclonal & reverse grouping card lot 042621037-13 in conjunction with their ortho workstation and that they had obtained: negative reactions with the anti-a(abo1) and anti-b(abo2) reagents. A positive reaction (4+ reaction strength) with the anti-d(rh1) reagent. A negative reaction in reverse typing with a1 cell. A positive reaction in reverse typing with b cell. The customer reported on the same day, due to the discrepancy observed, they retested this patient sample for abo typing using ortho mts a/b/d monoclonal & reverse grouping card lot 040921053-03 in conjunction with their ortho workstation and that they obtained a negative reaction with the anti-a(abo1) reagent (investigated under (B)(4). The customer reported that a sample from this patient was sent to their reference laboratory who tested a sample from this patient using an alternative commercially available method in tube method an that they had obtained a positive reaction (1+ reaction strength) with the anti-a(abo1) reagent in forward typing. The reverse typing grouped this patient sample as group a. The customer stated that the reference laboratory grouped this patient sample as group a rhd positive with both a2 negative and a1-lectin negative. No further detail provided. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.